Event description:
It was reported the slave port for the patient ECG (electrocardiogram) recordings is loose and unpredictable. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed a loose ECG (electrocardiogram) connector on a circuit board of the programmer, resulting a noisy ECG signal. Broken tabs were also noted on the power cord bay door, error messages in the history log, and a noisy system fan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).